Event description:
The reamer tip broke off in the tibia of the patient during the procedure. There was a surgical delay of over 30 minutes. The broken portion was retrieved. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. DHR is for lot number: 2604393 the investigation could not be completed; no conclusion could be drawn, as no product was received yet. Device is an instrument and is not implanted/explanted. Placeholder.

Manufacturer narrative:
Additional evaluation: a part of approx. 60mm is broken off on the tip; the shaft is badly bent at the fracture surface; also the remaining shaft is bent; the t-handle shows marks of hammering; the microscopic investigation shows that the awl tip and the cutting edges are blunt. The hand reamer obviously was subjected to forcible and inadequate use. The device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The device met the specifications at the time of manufacturing and distributing. Based on these findings and on the available information we conclude that the cause of failure is not due to any manufacturing non-conformances.

Manufacturer narrative:
Flexible reamers are intended for use in the preparation of the intramedullary canal prior to implantation of intramedullary nails and optionally used with femoral for tibial nail procedures. The returned device has been subjected to extremely hard use. The breakage and separation of the distal reamer head is the direct result of use in a manner other than what the device is designed for. Most notably, the cutting tip shows significant axial scoring consistent with some kind of axial collision against material other than intramedullary tissue resulting in score marks 41 & 48mm from the distal tip. This evidence suggests the reamer tip collided with possibly implanted or reduction material then was rotated axially to retract and likely trapping the reamer in the intramedullary canal. Forced rotation and repeated leveraging in an effort to remove the device was likely responsible for twisting, bending and finally breaking off of the distal end. The method of use employed with the returned reamer rather than any design deficiency was likely responsible for this complaint. The reamer is determined to be suitable for its intended use as recommended and the complaint invalid from a design perspective. Invalid disposition.

Manufacturer narrative:
Device history record review: the manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system.